Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for rf pic failed self-test. Customer¿s blood glucose was 288 mg/dl. Customer reported that her insulin pump isn't transferring from her meter, and this morning the insulin pump came up with a circle and said rf pic failed self-test and she got a black box and said ver 1.1s, now it has the empty circle. Customer reported that alarm did not occur during the rewind/prime sequence. Assisted customer in performing a self-test and test was failed. Error table indicates the pump should be replaced. Advise the insulin pump will need to be replaced. Advise customer refer to back-up plan, per healthcare provider instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. No blank display or full segment display anomaly noted. Unit received with constant rf pic failed selftest alarm and unable to communicate to blood glucose meter, problem isolated to rf board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to rf pic failed selftest alarm. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, stained address/serial number label and stained end cap sticker.